Manufacturer narrative:
A visual analysis was performed. The working channel sleeve was not extended form the distal cap when received. A functional evaluation was performed. The device was plugged into the controller, no live image was displayed. The distal tip was articulated in all directions, and a spybite device was inserted into the working channel and no issues with the working channel sleeve protrusion were identified. The condition of the returned unit was not consistent with the complaint incident that the working channel sleeve protruded. Most likely, the issue was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the complaint is operational context. There is investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was plugged into the controller and there was no image displayed. It was also noticed that the working channel sleeve protruded when the spyscope ds was articulated. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was reported that the device was used in either the pancreas or the biliary. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was plugged into the controller and there was no image displayed. It was also noticed that the working channel sleeve protruded when the spyscope ds was articulated. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.